Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states tilt system is very wobbly. He states there is a lot of play in the tilt actuator and you can feel the frame twisting as you tilt. MDR filed.